Manufacturer narrative:
H11: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, four electronic photos were provided for three devices and reviewed. The one photo shows the three devices, and another three photos shows the single device with complete view of catheter. Functional failure cannot be verified from provided photos and without physical sample. Therefore, the investigation is inconclusive for the reported cannula removal difficulty issue for all three as the exact circumstances at the time of the reported event cannot be verified from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure using the navarre opti drain for a cyst. During the procedure, the metal sleeve could not be pulled out and could not be separated from the pipe. The procedure was completed using another device. There was no reported patient injury.